Event description:
During the device evaluation, foreign materials were observed in nathe gastrointestinal videoscope's auxiliary water channel and nozzle. There was no patient involved.

Manufacturer narrative:
Based on the completed investigation, the identity of the foreign materials and the root cause of why they remained in the device could not be definitively determined. This event is detectable and preventable by handling device in accordance with the following IFU: gif-h290z IFU: operation manual ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿. Gif-h290z IFU: operation manual ¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.